Event description:
During a laparoscopic supracervical hysterectomy, the probe of the subject device was broken off. The physician stated that the scissors had no contact to parts of metal. The broken part was retrieved. The subject device was replaced with a similar device and the procedure was completed. There was no pt harm reported.

Manufacturer narrative:
The subject device was replaced with a similar device and the procedure was completed. The physician already reported after wards that what happened is not because of a malfunction of the subject device.